Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced vomiting. The parent took a fingerstick and the cgm reading was low, and the blood glucose reading was 504 mg/dl. The parent gave the patient extra water and brought the patient to the hospital. When a fingerstick was taken at the hospital the cgm reading was 87 mg/dl, and the blood glucose reading was 445 mg/dl. The patient was treated with intravenous fluids. The patient was discharged after 3 and a half hours. When the patient got discharged the blood glucose reading was 255 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.